Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient  reported that they had an implantable pulse generator (ipg) implanted but" that was screwed up" at the facility and they had to go to another facility. The ipg remains in use. No patient complications have been reported as a result of this event.